Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. The returned sample was inspected at 10x microscope magnification. Visual inspection revealed that the lens was received with one broken haptic (loop). Also, the sample has surface residuals adhered to the optic body compatible with handling the lens in out of sterile environment. The lens conditions found in the returned sample can be related with the insertion process. Additionally, the initial report indicated there were loading issues with the device. Placeholder.

Event description:
We received a report that after an intraocular lens (iol) was implanted in the patient's left eye, the surgeon noticed that the haptic was broken. The report indicated that there were ''loading issues'' and ''user error'' was involved. The incision was enlarged to remove the device and required one suture to close; no other surgical complications were reported. The lens was replaced with the same model and diopter during the same procedure.

Manufacturer narrative:
(B)(4). Manufacturing records were reviewed: the review of the documentation and testing presented in the manufacturing record were found within product specifications. No deviation or non-conformance (ncr) related to the customer claim was generated. All pertinent information available to the manufacturer has been submitted. Placeholder.